Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Eval summary - the device was returned to gore for analysis. The engineering eval showed that the guidewire lumen was bent at the leading end of the trailing olive. It appeared that the deployment knob had been unscrewed and the deployment line pulled approx 2-3 cm during the deployment attempt reported in the event. The deployment line was intact and undamaged along the sleeve, at the trailing olive, and within the deployment knob. The top of the device sleeve appeared to have been pulled downwards slightly due to the attempted deployment. The deployment line loop had unlaced successfully from the third and sixth double stitch of the sleeve. The two slip knots on the deployment line loop had come out successfully. The deployment line remained tucked in the third single stitch on the other side of the device. The last chain stitch loop in the sleeve had the deployment line end pulled through it creating a knot which prevented the sleeve stitches from unlacing. The findings from the eval are consistent with the physician's observations. The root cause for the inability to deploy the stent graft was the deployment line was pulled through the last chain stitch loop on the double stitch side preventing the sleeve from unlacing. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to incomplete component deployment.

Event description:
On (B)(6) 2013, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After a contralateral leg component was introduced and positioning was verified, the deployment line was reportedly difficult to pull. It was reported the device could not be deployed, so the device was removed from the pt with no issue. Another device was successfully implanted, and the pt tolerated the procedure.